Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a left side deflation. The device has been explanted.

Event description:
Additional information received noted creases.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a linear opening on the radius, creases folds and wear abrasion leak test and microscopic analysis was performed which identified smooth crease on the radius. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: an smooth crease on radius due to fold flaw.